Event description:
The customer reported that she experienced a blood glucose of 35 mg/dl and had been running low, in terms of her blood glucose. She stated that she needed programming assistance, as the insulin pump was giving too much insulin at night. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.